Manufacturer narrative:
(B)(4). Concomitant medical devices: unknown orthopediatrics pedinail im femoral nail, item #: unknown, lot #: unknown. (B)(6). The device has not yet been returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 3006460162-2017-00031.

Event description:
It was reported that following the implantation of an intramedullary nail, follow-up x-rays discovered that the im nail and screw fractured at the proximal screw hole. The diagnosis was made three years post operatively. The patient has been scheduled for a revision procedure at an unknown date. Attempts have been made and additional information on the reported event is unavailable at this time.